Event description:
A malfunction alarm, specifically malf 16, was reported with the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery and understood to put the pump into storage mode before returning it to tandem using a pre-paid label within ten days. Technical support confirmed the shipping address and arranged for a replacement pump.